Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
The entire string broke off leaving the tampon inside of me [foreign body in reproductive tract] went to take it out and the entire string broke off- tampax [complication of device removal] the entire string broke off... Unraveling- tampax [device breakage] case narrative: consumer reported via email that the tampon string broke off leaving the tampon inside of her. No serious injury was reported.